Event description:
It was reported there was intermittent atrial undersensing observed during multiple episodes of atrial tachycardia/atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.